Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron plus g136 they allege that the handpiece is getting warm on the low water setting, no injury resulted.

Manufacturer narrative:
000 evaluated, meets specifications; contact customer. Could not replicate issue of handpiece getting hot suggest checking inserts being used for damage. Clogs wear and tear etc. Could also be caused by a worn handpiece but one was not sent in for evaluation will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. **no handpiece received for evaluation.**